Manufacturer narrative:
Lot number: the customer reported two potentially associated lot numbers: gr13i11045 and gr16j11033. Expiration date: gr13i11045 has an expiration date of (B)(6) 2018; gr16j11033 has an expiration date of (B)(6) 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adaptor cored a vial of teflaro during reconstitution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to device available for evaluation?, device evaluated by MFR?, device manufacture date - gr13i11045 was manufactured 9/27/2013 - 10/1/2013; evaluation codes. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed grey particulate matter present in the vial. The grey particulate matter was then tested via fourier transform infrared spectroscopy (ftir) and revealed that the particulate matter was consistent with an inorganic silicate-filled butyl rubber (vial stopper material). It was determined that the vial stopper was the same material as the fragments found within the vial. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.